Manufacturer narrative:
(B)(4).

Event description:
It was reported that the event involved a male pt, (B)(6), while in cardiac surgery during insertion. The user attempted to insert an iab-06840-u through the sheath via left femoral artery unsuccessfully. After connecting the valve to the male luer on the short driveline tubing attached to the iab properly and aspirating a full syringe of air, the iab was found to be unfolding. The iab gor stuck in the sheath during the insertion. After the iab got stuck in the sheath the operator tried to aspirate a full syringe of air again in order to withdraw the iab. The syringe broke into two parts and the tip of the syringe was left in the valve. As a result, the device was removed. A new kit was opened and inserted through the sheath via the right femoral artery without issue. The iabp therapy went on as planned. The pt outcome is fine. Add'l info received on (B)(4) 2014 clarified that there was a delay in therapy, but there was no injury to the pt. The therapy did not operate successfully until they opened a new kit. The sheath used was the sheath without the sidearm. The customer attempted to try to insert the iab when the slight unfolding was found. The sheath and iab were removed as one unit.